Event description:
Pt with dementia partially removed his foley catheter. Unable to remove contents of balloon using syringe. Cut catheter and balloon still would not deflate. Removed catheter with balloon intact. Balloon even with pressure will not deflate, appears to be filled with air. Urology consulted.